Manufacturer narrative:
Additional patient¿s identifier reported as (B)(6). Patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of the olecranon surgery on (B)(6) 2018. During the procedure, the surgeon was drilling a drill bit through the proximal hole in the variable angle olecranon plate and broke the tip of the drill bit inside the ulna and hit another screw that was already in the plate. Fragments were generated from broken device and was left in the bone without surgical delay. The tip of the drill could not be retained and was left inside the bone. Patient outcome was successful. Concomitant device reported: variable angle olecranon plate (part# 02.107.204, lot# unknown, quantity 1), unknown 3.5mm cortex screw (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Lot number date device returned to manufacturer. Device manufacture date the subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 323.060; lot: l823762; manufacturing site: bettlach; release to warehouse date: 12.apr.2018; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: at us customer quality, the 2.0mm drill bit was received with a broken tip, no fragment was returned with the device. No new malfunctions were identified. Therefore, the received condition of the device agreed with the complaint description and the complaint is confirmed. Dimensional inspection: dimensional analysis proximal to the breakage area was performed. The drill diameter measured from thread to thread at 1.98mm (ca592), which falls within the specification of ø2.00mm -0.03 per instruction sheet. Document/specification review: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. A material review could not be performed as only top level of the device history record reviewed as sub-components are not lot tracked. Relevant drawings for the returned device were reviewed during the investigation (both current and from the time of manufacture). Conclusion: while no definitive root cause could be determined, it is possible that excessive mechanical force (torsional stress) during drilling or unintended forces encountered by the device could have contributed to the complaint condition of broken. Therefore, the reported complaint condition is confirmed. During the investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.